Event description:
Customer alleged after he drove over a slight threshold, the chair power turned off completely. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gtq-ts, (B)(4) is approximately 7 years old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer resides in a nursing home, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that after going over a small threshold the chairs lost complete power. The consumer was referred to a local service center for repairs.